Manufacturer narrative:
Cmpl (B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a failed transmitter error. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional information. D9: device returned to manufacturer - additional information. D9: date device returned ¿ additional information. G3: date received by manufacturer ¿ additional information. G6 type of report ¿ additional information. H2: additional information/device evaluation information. H3a: device evaluated by manufacturer ¿ additional information. H3b: evaluation included - additional information. H6: type of investigation ¿ additional information.

Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and failed. Data log analysis was performed and failed. A review of the share logs was performed and a pairing failure was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a failed transmitter error. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.